Manufacturer narrative:
The 3-spike disposable set involved in the incident was not available for investigation. Without the ability to investigate the set, a root cause of the reported issue cannot be established. The manufacturing batch records for these lots were reviewed and no related anomalies were identified. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of past complaints indicates that there have been no other complaints of this nature related to this lot number. No trend has been identified for this type of issue. No patient injury was reported. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that during a case in the ER, the user was unable to remove the small 100ml reservoir of the 3-spike disposable set to replace with a 3.0 liter reservoir.